Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the whole aux drawer 7.2 has failed and was unable to be restored. A field service engineer identified defective rails on drawer 7.2 and proceeded to replace the drawer to rectify the problem. The system had functioned as intended after the field service engineer had troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.